Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of worsening mitral regurgitation and tissue damage, as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is being filed to report the increase in mr and damage to the leaflet requiring intervention. It was reported that the initial mitraclip procedure was performed on (B)(6) 2019, to treat functional mitral regurgitation (mr) with a grade of 3-4. Two clips were implanted, reducing mr to less than 1. On (B)(6) 2019, it was noted the mr had increased to 2-3 with a new jet medial to the first implanted clip. A tear was suspected in the posterior mitral leaflet (pml). On (B)(6) 2019, a second procedure was performed where an additional clip was implanted medial to the first clip however the mr was unable to be reduced and remained at 2-3. Per the physician, the tear on the pml was due to tension on the leaflet by the first implanted clip. All clips were confirmed to be stable on the leaflets. No additional information was provided.